Event description:
Philips received info where a customer reported the operator got her arm caught between the detector heads during the set-up of a cardiac acquisition. The collision sensors activated and halted all system motion, however, the operator was unable to free her arm due to the position of the detectors without the help from the site's biomedical engineer. The operator was evaluated in the emergency department and reported localized bruising, but did not sustain a fracture.

Manufacturer narrative:
The philips service engineer evaluated the system after the reported event and determined that the system did not malfunction. There was no damage to the system and thus no repairs were made and was operating as designed. A log file review showed no malfunctions. The biomedical engineer used a crowbar to separate the detectors enough to free the operator's arm, as there was some confusion on the customer's part about putting the system in override and manually moving the detectors apart when in collision mode. (B)(4).